Event description:
In a literature article, it was noted that a study was performed on the efficacy of autostimulation for vns patients. During the study, it was noted that one patient had an increase in seizures due to autostimulation. Another patient developed sleep apnea due to autostimulation. After autostimulation was disabled, the increased seizures and sleep apnea resolved. No additional relevant information has been received to date.